Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor was unable to pass incoming testing. Upon evaluation, the response buttons were contaminated. The cause of the inability to activate the monitor is the contaminated response buttons. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.